Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a liberty select cycler had sparks coming from the power plug in port on the back of the cycler. There was no patient receiving peritoneal dialysis (pd) treatment at the time of the event. The biomed technician (bmt) was advised to discontinue the use of the cycler. A replacement cycler was issued. Upon follow up with the bmt, it was confirmed there was no patient involvement. The bmt indicated that he was not present when the issue occurred and it was reported to him after. The bmt did not observe any physical damage on they cycler nor the surrounding environment and he is unaware of cycler previously being dropped. There was no smoke or smell reported during the event. The bmt is unsure if the cycler was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet or if outlet was being shared with other devices at the time of the event. The bmt confirmed that the replacement cycler has arrived.the reported cycler will be returned as scheduled for a sample evaluation by the manufacturer.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer. During the external visual inspection it was observed that the power entry module was pushed inward into the rear panel assembly. The rear panel was also pushed in on the right side of the cycler. There were particulates under both catch posts. There was no dried fluid and no burrs or sharp edges in the cassette area. After the power module was replaced, a pre-accelerated stress test (ast) simulated treatment was initiated and failed due to receiving a fluid temp out of range alarm. No heat was being generated by the heater tray. The simulated treatment was cancelled. The heater tray problem was determined to be due to a d2 diode on the ac distribution board that was open. After replacing the ac distribution board, the simulated treatment was initiated again and completed without failures. The cycler underwent and passed a mushroom head check. The cycler tested negative for glucose. No sparks were observed during testing. An internal visual inspection of the cycler found visual evidence of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the observed dried fluid could not be determined. The internal inspection also revealed that the power entry module was pushed into the ac distribution board. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record review verified that the results of the in-progress and final quality control testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.